Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100 - 120 mg/dl fasting. Verified the strips expire 07/21/2017. Customer confirms the strips are stored properly. Customer could not confirm the open date of the test strips and were first opened. Customer performed back to back blood test, 290mg/dl and 262mg/dl fasting. Reviewed meter memory: customer called because she feels her meter is reading high when she compared to the results from her friends one touch blood glucose meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 07/21/2017. Customer confirms the strips are stored properly. Customer could not confirm the open date of the test strips and were first opened. Customer performed back to back blood test, 290mg/dl and 262mg/dl fasting. Reviewed meter memory: (B)(6). Customer called because she feels her meter is reading high when she compared to the results from her friends one touch blood glucose meter. No adverse event reported.